Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) from a user facility reported the assembly power cable was showing signs of burning and brown discoloration near the prongs was also noted. The burnt power cord plug was detected during preventative maintenance and confirmed there was no patient involvement or injury. The biodmed tech stated the plastic at the male end of the plug appeared burnt. The biodmed tech confirmed no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The biodmed tech confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The biodmed tech stated the power cord was replaced and the machine was placed back in service without further issue and the power cord was available to be returned for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer to date for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) from a user facility reported the assembly power cable was showing signs of burning and brown discoloration near the prongs was also noted. The burnt power cord plug was detected during preventative maintenance and confirmed there was no patient involvement or injury. The biodmed tech stated the plastic at the male end of the plug appeared burnt. The biodmed tech confirmed no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The biodmed tech confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The biodmed tech stated the power cord was replaced and the machine was placed back in service without further issue and the power cord was available to be returned for evaluation.